Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It was reported that there was delayed intervention for a patient with cerebral aneurysm rupture. There was massive subarachnoideal bleeding. The treatment had to be performed on a different x-ray system than originally intended. Philips has started the investigation for this complaint.

Manufacturer narrative:
A philips inspection of the system on the date of the complaint found that the pc controlling the image display (flexvision) had failed. The system was taken out of service until the pc was replaced and the system was returned in good working order eight days later. Therefore the system was not available to treat the patient during the interim period. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.